Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. No interventions have been performed and the lead will continue to be monitored. The patient was stable and asymptomatic.